Event description:
Complaint alleges: tip of the suture broke and remained in the patient. An x-ray was required to find and remove the tip of the suture. It was successfully removed. There was no patient injury reported and the patient's current condition is unknown.

Manufacturer narrative:
The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. No sample is available for evaluation at time of this report.